Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the equipment's problem. There was no reported patient involvement.

Manufacturer narrative:
This was a parts order for a external paddles. No malfunction was reported.

Event description:
The customer contacted philips healthcare to purchase some external paddles. No malfunction was reported.